Event description:
Mandatory surgery to remove defective mesh, repair reoccurring large hernia. Defective mesh had bunched up and adhered to bowel. Constant pain from initial hernia repair performed on (B)(6) 2011. Event abated after use stopped or dose reduced: yes.